Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported the insulin pump over delivered insulin. Customer had filled the reservoir to 100 units and programmed 10 units for supper. Customer pulled out and looked at the reservoir and 100 units were administered. Customer's blood glucose lowered to 23 mg/dl, treated with juice, good, and a shot. The drive support cap was normal. Customer was not admitted for medical treatment. Customer did not disconnect during the rewind prime sequence. Customer was advised to check bolus correction history and found 100 units were programmed. Customer reported the bolus history was not accurate. Customer's ex spouse stated the customer was unable to complete troubleshooting because he cannot hear really well, shakes, and customer does not allow anyone touch his device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.